Event description:
Boston scientific received information that during a routine follow-up visit, this left ventricular (lv) lead revealed a rise in pacing impedances greater than 2,000 ohms. In addition, fluoro screening revealed a lead fracture near the patient's clavicle. The patient was clinical assessed and deemed in need of a device change out. An elected device replacement and lead revision procedure was scheduled. During the revision procedure the physician was unable to extract the lead due to fibrotic tissue around the implantable cardioverter defibrillator (ICD) coil. After multiple attempts to remove the existing lv lead, the decision was made to surgically abandoned the existing lead and replace. A new lv lead was implanted and had normal measurements. The existing lead was surgically abandoned. No adverse patient effects.

Manufacturer narrative:
At this time the lv lead has been surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report will be submitted should further information be provided.